Event description:
The patient was implanted 05/29/1998 with a synchromed pump and a model 8703w catheter to deliver medication to treat non-malignant pain and other non-malignant pain. The model 8703w catheter was explanted on 08/14/1998, at which time another of the manufacturers catheters (model 8709) was implanted. On 01/20/1999, the co was contacted by patients attorney who stated "I have been retained to represent the patient for injuries he sustained when in august of 1998 his device failed. He specified the line which runs between the pump and the lumbosacral area of his spine fractured requiring him to undergo a surgical procedure to have it removed and repaired. The device has not been returned.